Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 12 x 3.0 mm target lesion contained in a <=45 degree bend was located in the mildly calcified and mildly tortuous right coronary artery (rca). The 2.75mm x 12 mm liberté¿ stent was advanced to treat the lesion, however, the device was unable to cross and it was noted that the stent was damaged. The procedure was completed with another of same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system (sds). The balloon was tightly folded. The stent was secure on the balloon. There was no stent damage. There was no damage noted to the tip or shaft. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 12 x 3.0 mm target lesion contained in a <=45 degree bend was located in the mildly calcified and mildly tortuous right coronary artery (rca). The 2.75mm x 12 mm liberté¿ stent was advanced to treat the lesion, however, the device was unable to cross and it was noted that the stent was damaged. The procedure was completed with another of same device. No patient complications were reported and the patient's condition was stable.